Event description:
After it dissolved I swallowed a mouthful by accident [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on 13apr2023. The consumer reported that, " I have a question. The polident cleanser, after it dissolved I swallowed a mouthful by accident, and I want to know if that's poisoning. Okay, so you don't know about your own product. Okay, bye consumer hung up, could not collect any more information". Follow up information was received on 27apr2023. As per the fu case classification was updated. No new information was added.

Manufacturer narrative:
Argus case ID: (B)(4).